Event description:
A malfunction alarm with code malf 12 was reported by the customer, and technical support provided information to reset the pump. There was no adverse impact to the customer¿s blood glucose level, which remained within a normal range. After successfully resetting the pump, the malfunction code did not recur, and the customer was instructed to continue using the pump, understanding to contact support again if any issues reappeared.